Manufacturer narrative:
Correction: please retract the report 2017865-2023-50681 as it was submitted in error.

Event description:
It was reported implant procedure that the atrial lead helix exhibited a difficulty extending and retracting. The lead was able to be successfully positioned and remains implanted. The patient was stable and asymptomatic.